Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test due to unresponsive button. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump¿s battery compartment was cracked. Customer reported they need to change the battery every time. The insulin pump did not accepting the battery. The new battery cap did not made any difference. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.